Event description:
Per the clinic the patient underwent two surgical procedures to manage skin overgrowth around the abutment site. The first surgery was on (B)(6) 2013, at which time the patient was given an injection of lidocaine and the site was treated with silver nitrate. The second surgery occurred on (B)(6) 2013, tissue was excised and silver nitrate was applied. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.